Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: implantable neurostimulator. The main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 338740, lot# b0870323k, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 338740, lot# b0874125k, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an infection of the deep brain stimulation (dbs) system that required the brain leads, extensions, and implantable neurostimulator (ins) to be removed on (B)(6) 2017. It was stated that there were no known diagnostics/troubleshooting performed and there were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.